Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the high pacing lead impedance was observed on the right ventricular lead. Patient did not experience any adverse event due to the issue. Lead was capped and replaced on (B)(6) 2018. Patient¿s condition was stable throughout.